Event description:
Piston triggers with no action from the technicians - mala conexion en la fuente de alimentacion ajustes y verificacion del funcionamiento correcto del sistema = bad connection in the power supply adjustments and verification of proper system operation.